Event description:
Note: this report pertains to the second of two malfunctions which occurred during this event. Refer to associated MFR report # 3005099803-2008-06562 for details regarding the first device. According to the complainant, the black radiopaque marker on the balloon "was catching on something in the scope" and detached in the scope. Reportedly, the physician was able to retrieve the black sleeve because it was stuck to the end of the catheter. The device was removed, replaced with another cre pulmonary dilatation catheter and the procedure was completed. There were no pt complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for eval, it has not been returned. The device eval has not been performed; the cause of the reported malfunction is undetermined.